Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately seven months after pacemaker implant. The cause of death has been requested and not received. Based on follow-up received, the cause of death is renal failure due to mitral stenosis. No autopsy was performed and there were no allegations from a health care professional that the death was device and/or lead related.

Event description:
It was reported that the patient died approximately seven months after pacemaker implant. The cause of death has been requested and not received.